Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 44 mg/dl. Customer was treated with carbs and tablets. Troubleshooting was not performed for low blood glucose level. Customer insulin pump had a critical pump error. The customer reported they received the open book image and broken force sensor on the pump screen. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was over delivering. Auto mode feature was not active at time of high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm pump error 35 alarm due to constant critical pump error alarm.